Event description:
It was reported that the user requested a replacement chip after a puppy chewed it and also requested a new charger because the ilet was perceived to not charge properly; troubleshooting and education were completed, and there were no device alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included customer technical troubleshooting and education. Investigation of this case revealed physical damage to an accessory unrelated to device function and a suspected charging issue without corroborating alarms or confirmed malfunction. It was concluded, based on previously established findings for similar reports, that use-related damage to an accessory and an unconfirmed charging concern were the likely causes.